Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the monopolar curved scissors (mcs) stopped working, were removed from the robot arm, the tip cover was removed and it was noted that the steel cable had broken during the intraoperative period, in its ninth use. The procedure was completed with no reported injury.